Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical singapore evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and stress testing without duplicating the report. No error code was provided by the customer, so it cannot be known what the exact nature of the failure was at that time. The device was recertified and returned to the customer. It is noteworthy to mention there are a number of reasons a ventilator may stop, but there are error codes associated with them, and smart help advisories on the display, and present in the operator's guide that advise the users on actions to take based upon the specific error(s) seen. No trend is associated with reports of this type.